Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had their ins replaced 4-5 weeks ago and had no issues with the device or therapy, but had to have it replaced after 2 years which was sooner than expected. No symptoms were reported. No further complications were reported/anticipated.